Event description:
During servicing the field service engineer noted that the bezel intermittently fails. There was no pt involvement.

Manufacturer narrative:
(B)(4): during servicing the field service engineer noted that the bezel intermittently fails. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.